Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump does not regain power after the battery was replaced. Customer's blood glucose was 3.6 mmol/l. Customer changed the battery another time but there was no response from the pump. The insulin pump will be swapped.

Manufacturer narrative:
Button error alarm and no button response due to flattened act keypad dome. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to verify off no power due to keypad anomaly. No blank display. Keypad connector was found closed properly during visual inspection.